Manufacturer narrative:
(B)(4).

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: b4) date of this report, g7) type of report, h2) if follow-up, what type, h3) unchecked evaluation summary attached, h6) event code and h10) additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Manufacturer narrative:
The following updates were made to the report: date of this report, type of report, if follow-up, what type, unchecked evaluation summary attached, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.